Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed. The hm3 sealed outflow graft was returned in like-new condition. Visual inspection of the graft confirmed that the locking nut was not fully threaded down, resulting in there being no gap for the distal side of the outflow graft clip to slide into. The graft hardware was disassembled to further visualize the issue and the locking nut was found to be fully mobile in both the tighten and loosen directions. The threads on the hardware did not show damage or defects that would have prevented the locking nut from being torqued down and the nut could be easily rotated into the fully threaded position. Inspection of the part under a microscope found the metal to be smooth with no visible tool marks from a torque wrench. The issue was further investigated by manufacturing and the probable root cause was identified. Several process improvements have been implemented and additional improvements are currently in process. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during heartmate 3 pump preparation assembly, the perfusionist attempted to install the outflow graft (ofg) clip per standard procedure. However, the clip would not engage in the groove between the ofg collar. The perfusionist visually compared the demo ofg and noted there was no spacing to insert the ofg clip. The site swapped the ofg clip without incident. There were no reported adverse events. No further information was reported.